Event description:
It was reported that the camera on the 9900 system would not stop rotating. The operator hit the camera in order to get it to stop. No injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.